Manufacturer narrative:
The device was received for evaluation. During functional testing , did not recognize closed door was reproduced. A review of the event history log revealed multiple events of 'shut door - power off' messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose link . The link requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump did not recognize closed door. There was no patient involvement. No additional information is available.